Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced a hypoglycemic event while using the ilet, with a reported nadir blood glucose of 42 mg/dl following time out of range for about one hour; the event was self-managed with oral carbohydrates and the device provided a low glucose alert. Symptoms included disorientation. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of the event details and internal assessment of available data. Investigation of this case revealed no confirmed device malfunction and no device component issue, and the cause of the hypoglycemia remains unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.